Event description:
A monarc subfascial hammock was implanted to treat the pt's stress urinary incontinence. After, and as a result of the implanted mesh, the pt has suffered permanent bodily injuries, impaired physical relations, and mental and physical pain and suffering. It was also reported that the pt has required re-operations including but not limited to mesh removal, repair of pelvic organs and tissue, and has also undergone injections in to areas of the pelvis, vagina and spine for pain control.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.